Manufacturer narrative:
The complaint manometer/gauge was received and physically inspected. When zero position adjustment was made, it was found that the movement of the needle was not linear and it was difficult to re-set the needle to the zero position on the manometer. DHR was reviewed and no discrepancy noted. The manometer was opened and it was observed that the counter torque spring end strip was loose on the mounting slot. The end strip of the counter torque spring roll was adjusted further along the mounting slot to make it tighter. This action fixed the problem. How the mechanism became loose is not nown. It may be due to a considerable external shock (e.g dropping the neopuff) acting on the manometer resulting in the end strip of the spring dislodging along the mounting slot. CAPA is in place to address all manometer issues including problems with zero positioning. A replacement manometer was provided to the customer. We consider this complaint to be closed.

Event description:
The manometer of this neopuff is not able to maintain the zero position. It has to be reset at zero all the time. The replacement of the manometer solved the problem on this unit.